Event description:
On (B)(6) 2010 the lay user/patient contacted lifescan to report the one touch ultra meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On approximately (B)(6) 2010 the patient obtained the blood glucose readings of 345 mg/dl and 250 mg/dl on the reported meter, and a reading of 250 mg/dl on another meter within 30 minutes of each other. Based on the elevated meter reading, the patient took the action of increasing her insulin pump basal rate by 30%. Afterwards, the patient experienced the symptoms of weakness, shaking and she was "cognitively impaired". The patient contacted her healthcare professional for advice. The patient was taken off the insulin pump, and now takes lantus insulin 15 units daily and humalog insulin on a sliding scale. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased basal rate of insulin based on elevated meter readings. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.